Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had stored multiple non-sustained rv oversensing episodes due to myopotential oversensing. The patient was not symptomatic. Device was reprogrammed. The patient will continue to be monitored on merlin.net.